Event description:
It was reported that the patient came into the hospital for a regular check in and mentioned that they did not feel well a few days prior. Log files were retrieved which showed a pump stop on (B)(6) 2022. It was noted that the patient was connected to the mobile power unit when he was feeling unwell. The log files showed that the speed was restored after the power was switched to 14 volt batteries and the patient felt good again. The system controller and mobile power unit were exchanged. Log file analysis showed that the patient was connected to the mobile power unit until there was an atypical loss of external power on (B)(6) 2022 at 11:54:02. The backup battery provided power during this event until 11:56:10. At (B)(6) 2022 at 11:56:24 the power from the backup battery was lost and the system controller was reset causing a pump stop. This event cleared once 14v battery power was connected at 11:56:36. There were no external power alarms at (B)(6) 2022 at 11:57:54 - 11:57:55 and 16:17:43 - 16:17:46 due to the patient disconnecting both power leads simultaneously while on 14v battery power. The backup battery provided support during these events and they cleared once 14v battery power was reconnected. There were also atypical backup battery faults due to circuit faults on (B)(6) 2022 at 14:58:28, (B)(6) 2022 at 11:31:51, and (B)(6) 2022 at 04:03:27 - 04:03:36. These events cleared on their own. Related manufacturer's reference numbers: 2916596-2022-10637 and 2916596-2022-10638

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported system controller reset was confirmed via log file analysis. The heartmate 3 system controller serial #: (B)(4) was returned for analysis and log files were downloaded for review as well as submitted. The submitted and downloaded log files contained overlapping events spanning approximately 7 days (B)(6) per timestamp). On (B)(6) 2022 at 11:54:02 - 11:56:29 there was an atypical no external power alarm due to a loss of power while connected to the mpu, the cause of which could not be determined. The backup battery was activated when this event initially occurred. There was an unexpected controller reset causing a pump stop during this period of no external power on (B)(6) 2022 at 11:56:24 - 11:56:35. The pump resumed operating at 11:56:36 when external power was re-established by connecting a 14v battery to the white power cable. These events cleared on their own. There were no other notable alarms in the log file related to the reported alarms. The system controller was tested and passed all stages of testing with no issues. The unit was able to operate as intended and was able to run on a mock loop for an extended period with no issues. The root cause of the system controller reset was unable to be determined in this analysis. During the investigation there was an incidental finding of fluid ingress. The system controller was stripped and fluid ingress was observed in the cables. The device history records were reviewed and the records revealed the heartmate iii system controller serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.